Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. It was confirmed via the system logs that the reported errors had occurred, however failure analysis was unable to replicate the reported issue. No issues were identified with the returned mtm. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, error messages were observed on the right master tool manipulator (mtm) of the console. The technical support engineering (tse) advised the customer to restart the system to recover the fault, but the customer decided to abandon the console and use the other console that was working normally. The procedure was continued as planned with no reported injury.